Event description:
It was reported that during a permanent implant as the doctor was tunneling the leads to the ipg, the tunneling tool jammed and the surgeon was unable to get the handle out. The pt was re-tunneled with a new tunneling tool was used to complete the tunneling. Immediately after the implant, the pt developed swelling in his chest. The doctor inserted a chest tube to drain the air out of the pt's chest cavity. The pt remained in the hospital for a few days.